Event description:
It was reported that the tubing of a large volume infusor was detached from the top of the fill port. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon further information, the detached tubing was observed when the infusor was taken from the overpouch. H4: the device was manufactured from january 3, 2022 - january 5, 2022. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye noted the tubing line has broken off at the junction of the stressmember. Portion of the broken tubing still remained inside the solvent-bonded area of the stressmember. The cause of the condition could not be determined; however, the most probable cause of broken tubing line was due to excess force applied directly onto the tubing line during product handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.